Event description:
It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).